Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 lead revised successfully. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device remains implanted. Patient experienced chest pain and presented to the ER. Upon interrogation, threshold had increased significantly and impedance had decreased. Echocardiogram led to pericardiocentesis. The patients chest was tapped and chest pain subsided. Should additional information become available, it will be added to this file.